Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure micro-insert migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, discomfort, menorrhagia, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, device dislocation, discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (as per pif discrepancy noted). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: case became incident. Event of essure micro-insert migration added. Essure removal surgery and date were added. Previously reported event of pelvic pain downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure micro-insert migration') in an adult female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, discomfort, menorrhagia, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, device dislocation, discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (as per pif discrepancy noted) and removal as not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure wires are noted in place in adequate position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received- lot number was added. Lab data was added. Reporter's were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure micro-insert migration') in an adult female patient who had essure (batch no. C51073) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, discomfort, menorrhagia, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, device dislocation, discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2015 (as per pif discrepancy noted) and removal as not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure wires are noted in place in adequate position.. Batch no c51073 production date 2014-04-23 expiration date 2017-04-23. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure micro-insert migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, discomfort, menorrhagia, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, device dislocation, discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2015 (as per pif discrepancy noted) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.